Manufacturer narrative:
This report is submitted on march 23, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a dislodgement of the internal magnet following an MRI scan (tesla strength not reported). It was reported that the patient's head was not wrapped per the manufacturer's guidelines for use with MRI. On (B)(6) 2018, the patient underwent revision surgery and the magnet was repositioned back into place. The implanted device remains insitu.